Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient's device was not working right, and had not used their programmer for an extended period of time. Patient said the batteries in the programmer were hot. Patient replaced the batteries and was able to use the programmer. Patient said no matter how high they increase stim one program 1 they don't feel stim. Patient said they have tried program 2 in the past but had a problem on program 2. Patient doesn't remember what the problem was that they had on program 2. Patient said they went back to program 2 and when  they went back to program 1 they felt a "shock". Patient services reviewed how to decrease stim on program 1 to 0 before changing to program 3. Patient was able to change to program 3 and increase stim to where they could feel stim. No further complications reported at this time.